Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief. Additionally, the j703 component was pulled from of the dn pca. The root cause for the strained cables was excessive force. The root cause for the damaged j703 connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged wires and that the patient was receiving a service code 204 (belt/monitor unusable).